Event description:
It was reported that the patient had new pico pump applied on a small wound in the inner arm. A day (24h) later all the lights came on permanently and the pump stopped working.

Event description:
It was reported that the patient had new pico dresssing and pump applied on a small wound in the inner arm with foam filler., it worked for 24hrs then all the lights came on permanently and the pump stopped working. The issue was solved with a backup device when it was recommended they not use foam in the wound as the wound was less than ½ cm deep and I felt the pump may have been over-vacuuming then faulting. The treatment wasn¿t delayed and the wound was fully healed 5 days later.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. However, a photo was supplied and we have established a relationship with the reported event. The photo shows that all lights are illuminated, showing that the device may have entered into a non-recoverable error state. Probable cause of this issue has been provided by the customer, that the pump is likely to have been over vacuuming due to the foam used in the wound which was less than 1/2 cm deep. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review found similar incidents for the reported failure in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.